Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 250-400 mg/dl. The customer stated that he is working with his doctor. The customer stated that is high readings are not due to the pump. The customer stated that he needs to make adjustments and are fine tune with his doctor. The customer was advised to speak with helpline. The customer declined to be transferred and speak with helpline.